Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a system performance issue. A technical support specialist reduced the database size and adhered to knowledge article 000011740 for the log shrink process and verified that the speed and duplex settings were already configured to 100 mbps half-duplex. Additionally, followed knowledge article 000008629 to disable netbios and referenced knowledge articles 000011150 and 000017103 to deactivate the "touch keyboard and handwriting panel service," and also unchecked the power management option for usb devices. Finally, followed knowledge article 00013946 to execute the sfc /scan now command to repair any corrupted files to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported when using the pyxis medstation es system, the application was frozen. The customer indicated that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.